Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the middle of procedure, the nurse noticed the silicone cover of the electrode was missing upon starting cleaning the electrode tip with wet gauze. The cover was found located on the floor after the patient left the or. No patient harm. The electrodes are not rasped to clean at this facility.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. The blue shrink sleeve that holds the polytetrafluoroethylene(ptfe) insulator in place was torn and deformed. Eschar was noted inside the pfte insulator. The ptfe insulator had disengaged from the electrode. The reported condition was confirmed, and the blue heat shrink was damaged. Visual inspection found eschar on the electrode blade and under blue shrink sleeve. The blue shrink sleeve was deformed. The blue heat shrink insulation holds the ptfe insulator in place. Damage to the shrink sleeve caused the ptfe insulator to disengage. The damage to the shrink sleeve indicates the device was exposed to excessive heat from either the build up of eschar on the electrode or from using too high of a power setting on the generator. The customer did not report what power settings were used in the procedure. The investigation identified the probable root cause of the reported event to be user exposing the electrode to excessive heat either by using too high of a power setting on the generator or by allowing excessive eschar to build up on the electrode blade and under the blue shrink sleeve. The instructions for use(IFU) states, tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material. The IFU cautions: do not exceed maximum power limits as stated in instructions for use. Exceeding these power settings may result in patient injury or product damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.